Event description:
Reportable based on device analysis completed on 24-feb 2023. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After pre-dilation, a 2.50 x 20mm synergy xd drug eluting stent was advanced for treatment. However, the device failed to pass and did not penetrate the lesion. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 20mm; stent delivery system was returned for analysis. An examination of the balloon identified that the crimped stent had detached from the balloon and was not returned for analysis. There was clear evidence of the stent crimp on the balloon material. The balloon did not appear to have been subjected to any positive pressure. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located at 81cm distal from strain relief. No other damage was identified. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.